Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied damage to the pump and battery cap. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 21-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 22-nov-2017 with the following findings: a review of the black box showed no power on reset events. The pump intermittently powered up with the returned battery cap and a test battery cap. The returned battery cap measured within specifications. 24 hour testing failed due to moisture and battery compartment damage. The intermittent power complaint was duplicated. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover. Moisture and leak were found in the battery compartment. Additionally, the display had a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.